Manufacturer narrative:
This report is submitted on april 18, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient developed bels palsy as a result of an infection experienced post implantation. The patient was treated with oral antibiotics, and the infection and palsy has reportedly resolved. The implanted device remains.